Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the rx voyager balloon catheter did not cross the target lesion. A non-abbott device was used in the procedure. No additional event or patient information is available. This is being reported based on the analysis of the returned product, which revealed that the balloon was returned with loose folds indicating it had been inflated. There is a longitudinal rupture in the middle of the balloon and there was blood in the balloon.

Manufacturer narrative:
(B)(4). Evaluation summary: quality assurance analysis revealed that the balloon catheter was returned with blood and contrast in the balloon and inflation lumen and on the distal shaft. The balloon was loosely folded. There was a longitudinal rupture in the balloon 1 cm distal to the proximal marker, for a length of 1.3 cm. There was a scratch in the balloon 3 mm distal to the distal end of the longitudinal rupture. The distal shaft was smashed 9 cm proximal to the proximal seal, for a length of 3 mm. There was a bend in the hypotube 76.5 cm distal to the strain relief tubing. There was no other damage noted to the balloon catheter. There were no kinks or damage noted to the tip. The entire length of the tip was measured and met manufacturing criteria. A laser micrometer was used to measure the crossing profile and this met manufacturing criteria. A profile block was used to measure the 2/3 balloon profile and this met manufacturing criteria. Product performance engineering reviewed the incident information and analysis of the returned product. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The tip length, crossing profile, and 2/3 collapse balloon profile were measured and met manufacturing criteria. Although the anatomical conditions were not reported, failure to advance is not often associated with a product quality deficiency and is likely related to the operational context of the procedure. Analysis noted a longitudinal rupture in the balloon 1 cm distal to the proximal marker for a length of 1.3 cm. There was a scratch in the balloon 3 mm distal to the rupture. Balloon ruptures can occur as a result of a manufacturing deficiency (such as damage to the balloon during the processing of the balloon material) or from use of the device. During use there can be an interaction with anatomy and/or accessory devices, which can damage or weaken the balloon material and lead to rupture during inflation. To ensure this type of damage is not a result of manufacturing, all balloon catheters are leak tested on-line and a sampling of units from all catheter lots are rupture tested prior to release. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. An attempt was made to obtain follow up information from the account as to the circumstances of the procedure and when the balloon rupture occurred; however, no further information was available. It is possible that the balloon material was damaged during interaction with the anatomy such that the balloon ruptured during inflation. Additionally, the analysis noted the distal shaft was smashed 9 cm proximal to the proximal seal for a length of 3 mm, and there was a bend in the hypotube. Since this damage was not reported in the incident information, the smashed shaft and bend may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported failure to advance. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. In this case, a conclusive cause for the noted balloon rupture could not be determined; however, the reported failure to advance appears to be related to the operational context of the procedure. This MDR is considered closed by the product performance group.